Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely positive alinity I total bhcg results of 31.67 and 31.10 miu/ml were generated for a patient sample that retested negative at 0.02 miu/ml using the roche method. The same sample tested falsely positive on a different alinity I processing module (32.42 and 32.65 miu/ml). The patient has uterine fibroids and the hospital confirmed the negative roche result is consistent with the patient's clinical picture. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a false positive patient result included a search for similar complaints, and the review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing of reagent lot 06338ui00 was completed. Trending review determined no adverse trend for the issue for the product. Device history record review of reagent lot 06338ui00 did not show any non-conformances or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot number 06338ui00 was identified.